Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6.1 failed with read/write errors and was not detected on the bus with cubies not recognized. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6.1 experienced intermittent read and write errors and not detected on the bus with cubies not recognized. A field service engineer inspected the drawer, identified wear on the row cable, and replaced the row cable and both retractor bands showed stock damage likely due to drawer impact. Post-repair testing was performed in hardware test application (hta) and the application, confirming all pockets were functioning normally. The system functioned as intended after the field service engineer repaired the device.